Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing step took longer than expected before the customer saw drops at the end of the tubing. The customer saw drops out of the tubing and the fill cannula/fill estimate occurred as expected. There was no reported impact to the customer's blood glucose level.